Event description:
This relates to the philips medical device recall. Both my wife and I have CPAP machines. We registered our devices shortly after the recall. It took over 1 year to get the first machine replaced, in the meantime we bought new machines from a different vendor to avoid long-term health issues for not using a CPAP machine. We are glad to be in a position to do so because this process from philips is unacceptable as it takes way to long and for the second machine still not a new machine. If I as a private person can buy a machine on the market, then philips should do so as well, even if it is not one of their own. The second machine process has been a nightmare, we were contacted recently by phone and e-mail because they do not have the prescription information, which seems hard to believe as the first machine was the same one, prescription from the same doctor bought within the last 2 years. The phone messages are not understandable and recording starts way before the voice message on our phone picks up. Then e-mail asked us to connect CPAP machine to the philips dream app, which we did and then call number (B)(6) to finalize information. It says it is a call center in (B)(6) but clearly you get connected to people in india who are not even capable to understand a name spelled out and it takes several tries for them to look up your account. Then of course they could not see the information in the dream app and told us to call back, since ten days when you call this number, you are in a hold first, aka your call is important to us, but then after about 2 minutes you get disconnected. Either at the call center somebody just takes the call and disconnects the next second or the transfer to india does not work. I tried at different times during the day with different phones. Same result. There is an additional number for phone support on the philips site, (B)(6), you get connected to a third party vendor that just informs you about the process but no help when the process does not work. They refer you to the above described process which does not work. No philips in between and philips not taking any responsibility and creating a never-ending process. Please contact philips in this regard and make them have a process that works. They should be helpful after they provided machines with defects and clearly they are not taking this serious and not even dealing with it themselves. This cannot be what a recall in the us should look like. I do not know what else to do other than contact the FDA. I will also send this to the (B)(6) agency. This relates to machine no (B)(4) thank you, dr. (B)(6), attorney-at-law (B)(6). FDA safety report ID (B)(4).